Event description:
The customer reported that the system had no cine function. No pt injury was reported.

Manufacturer narrative:
A ge rep performed an on site investigation. The cine drive was replaced during the service call. The system was tested and found to be working as intended and put back into service.